Manufacturer narrative:
H10: the system was not in clinical use; there was no reported harm to patient/user. The device was removed from service. The manufacturer's product support engineer (pse) evaluated the device. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating repetitive failure in the pressure transducer board. There was no patient involvement.

Manufacturer narrative:
(B)(6).